Event description:
Customer reports to have experienced button anomaly and received a button error alarm. Customer's blood glucose was 204 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to flatten buttons dome switches. The unit had minor scratched lcd window and cracked battery tube threads.